Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.

Event description:
Caller reported aviva system blood glucose results of 268 mg/dl, 157 mg/dl, and 94 mg/dl within 10 minutes. Reported no adverse event. Strips not available for return, replacement sent.